Event description:
It was reported that patients spinal cord stimulator was not providing any pain relief. The patient underwent an explant procedure where the devices were removed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: unk-p-scs-paddle_leads.